Event description:
When a physician used the subject device for a cervical conization, the subject device (the surface of transducer) heated. The facility confirmed the wrong assembly of the subject device. There was a possibility that the burn affected area (the labia minore), the doctor decided to observe the course of treatment. The procedure was completed as scheduled. The 10 days after te procedure, the pt reported pain of the affected area.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that there was no problem other than defect of assembly. Also it was confirmed that the surface of transducer become hot but abnormal heating of the probe did not occur if the probe and transducer were assembled insufficiently. The manufacturing history was reviewed, with no irregularities noted. Based on the analysis result of the subject device and the burn area, there was a possibility that the burn occurred since the distal end of the subject device or its "surround" had contact with the affected area. T3505 instrument manual already states: warning: whenever possible, avoid touching the insertion section of the sheath with tissue. If ultrasonic output is activated for a long time, the surface temperature of the insertion section rises and it could cause burns to tissue with which it comes in contact. Caution: ensure that the probe and transducer are securely connected. If the probe is tightened only by hands, ultrasonic output cannot be transmitted, the probe may be damaged, or the surface of the transducer could become hot. This report is being submitted as a medical device report in an abundance of caution.